Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter had a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 8am on (B)(6) 2018. The patient manages their diabetes with insulin pump therapy and did not state whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that right after the alleged product issue occurred they developed the symptoms of ¿dry tongue and tight chest¿. In response to this the patient self-treated by taking some additional insulin (specific dosage unspecified) as soon as they became symptomatic. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting the cca noted that there was no misuse of the product and this was not the first time the product had been used by the patient. The patient was offered replacement products. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.